Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: one customer sample was received for evaluation. Visual inspection of the returned customer sample identified severed tubing. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4308780. Conclusion: in review of push button assembly, the tubing is believed to have been severed by the cross die or cutting wheels at the packaging operation. In review of historical pir data, this appears to be an isolated incident and not typical of the overall batch quality.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter's tubing was cut, prior to use. No injury or medical intervention was reported.